Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). This complaint was received as follows: "using experience that suction catheters and leaders "chop tag" and hangs and does not slip on the inside as desirable, especially in that place where the suction channel attaches into the tube, it relies on and the lumen becomes where less than in the other tube. This has meant that we had to replace the tube with unnecessary risks for the pt and obscure your findings to staff". A new translation and more clarification has been obtained in this case: "during use, you feel that as if the suction catheter "grabs" or getting hooked and do not slide as gently on the inside of the ett suction tube as intended, especially where the suction line enters into the tube a small bump in the inner lumen makes it smaller (ID) than other tubes in the same size. This has turned into unwanted risk for the pt and more time consuming for the staff".

Manufacturer narrative:
Based on the available info, this issue is deemed a serious malfunction because of the possibility that the bronchoscope or suction catheter could have become "stuck" in the endotracheal tube, putting the pt at the risk of alveoli collapse and/or oxygen de-saturation with pt having to undergo re-intubation. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, (B)(6).